Manufacturer narrative:
A4: weight: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: cath lab manager. A review of the device history record of the product code/lot number combination was conducted with no findings. The complaint cannot be confirmed for guidewire separation as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. When the doctor was gaining access with the glidesheath slender and while manipulating the wire he attempted to pull it out of the wire and the wire came unraveled. The wire was removed and there was no patient complication. There was no blood loss. The procedure being performed was radial heart catheterization. Additional information was received on 13oct2025: when the doctor was gaining access with the device, he attempted to remove wire through the needle. The wire became unraveled, and at that time separated from the wire. It was not known at the time if the tip of the wire was left in the patient. Two days later in the intensive care unit (ICU), the patient developed a sore at the entry site. The doctor cleaned the site and noticed the wire protruding through skin and was able to remove the wire. The wire removed was about 19mm. The patient was fine and had no other complications.